Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 to 545 mg/dl. The customer took additional insulin shots to treat their blood glucose. The customer declined troubleshooting. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to fluctuate.